Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue slim implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. Two partial circumferential breaks were noted approximately 5.8cm and 7.0cm from the distal end of the cath-lock. The edges of the first partial circumferential break were noted to be uneven. The surface was noted to be granular with residue in both regions. The edges of the second partial circumferential break were noted to be uneven. The surface was noted to be round/smooth with residue in both regions. Splits were noted on the border of both regions. Catheter wear was noted throughout the attached catheter. Upon infusion, leaks were observed from the partial circumferential breaks on the attached catheter. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and identified catheter wear and deformation issues. Although a definitive root cause could not be determined, the fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, d6b, e1, g3, h1, h6 (patient, device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue slim. It was reported that during infusion, leakage was observed during drug administration. Upon inspection of the catheter, cracks were confirmed. Reportedly, the device was removed. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport. It was reported that during infusion, leakage was observed during drug administration. Upon inspection of the catheter, cracks were confirmed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.